Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their ins removed due to fever, and redness at the battery site, which was also warm to the touch. The surgery was on march 26th to remove the battery and extensions. The account thought they would have the device analyzed but given the current climate (covid 19) they are wondering what to do, so the hospital still has the device. The issue was said to be resolved at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the consumer had a confirmed infection prior to explant, but the rep. Had no further information related to the event. The rep. Presumed the hospital was going to keep the explanted device. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the device was in pathology and did not know if it will be returned.